Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: thrombosis/occlusion. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of a right common femoral artery after a diagnostic procedure. Reportedly, while the pt remained on the table, the physician reviewed the coronary angiogram and observed the sfa was occluded with possible thrombosis distal to the puncture site. Reportedly, it was not confirmed if the thrombosis was caused by the starclose clip or from the coronary procedure, however, the physician accessed the left femoral artery and angiojet with ballooning of the sfa and profunda was performed, treating the occlusion and removing the thrombosis. No dissection or flap was noted. The left common femoral artery was closed using a starclose device. There were no reported adverse pt effects. Though requested, no add'l info was available.